Manufacturer narrative:
Manufacturer's investigation conclusion: provided information stated that the patient underwent a transplant and (B)(6) is currently operating as a demo pump. The patient did not undergo a system controller exchange to system controller (B)(6). System controller (B)(6) was connected to the demo pump for log file download. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2024 (MFR# 2916596-2025-08274), not deceased.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number unknown) was evaluated following the reported event of system controller (B)(6) getting powered on and being connected to pump (B)(6). Review of the event log file, extracted from (B)(6), contained data from a default timestamp of (B)(6) 2000. The system controller was powered on, the controller clock was reset to a default timestamp, and the controller was connected to left ventricular assist device (lvad) (B)(6). The pump operated at the intended speed without issue while connected to the driveline. Provided information stated that (B)(6) is currently operating as a demo pump. The patient did not undergo a system controller exchange. The account communicated that the system controller (B)(6) was removed from use following patient death and then connected to the demo pump prior to log file download. No device issues were reported or identified. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook are currently available. Section 2 of the patient handbook, entitled ¿how your heart pump works¿, and section 2 of the IFU, entitled ¿system operations¿, instruct users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no controller exchange. (B)(6) was reported to be in use as a demo pump as the patient who was registered under this pump had previously passed away.

Manufacturer narrative:
B3: the event date has been estimated. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller (B)(6) was powered on and connected to the patients pump (B)(4).